Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
Any additional information received will be evaluated and included in a follow-up report if required. Patient date of birth and weight were not provided by the customer. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their avea ventilator unit generated a "high fio2" alarm. The issue was investigated using an external oxygen analyzer and a discrepancy between the setting and actual delivery of oxygen confirmed; described by the customer as a "big deviation" between the setting and the actual reading on the analyzer. The customer reported that the unit was in use on a patient when the problem occurred. Alternate ventilation was provided to the patient and there was no report of harm to the patient associated with the event received by carefusion.